Manufacturer narrative:
The insulin pump was received with constant unexpected restart alarm due to faulty mother board. We were unable to test operating currents, self-test, off no power, basic occlusion, occlusion and excessive no delivery test due to faulty mother board. No blank display. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report an unexpected restart alarm, a low reservoir alert, and a low battery alert. The customer's blood glucose level was 178 mg/dl. The customer stated the device kept alarming. The customer's device was replaced and was returned for analysis.